Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure thrombus occurred. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3mm and the length was 22mm. Pre-procedure was 95% stenosis and post-procedure was 5% residual stenosis. A 3.0x24mm liberte stent was implanted. Direct stenting was not attempted. Acute stent thrombosis occurred in the target lesion. Repeat angiography revealed 99% stenosis. A re-ptca was performed. The patient was discharged 7 days later without angina or silent ischemia. Medication included aspirin 100mg/daily and clopidogrel 75mg/daily for 12 months. No additional information provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product not returned for analysis.